Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation - fallopian tubes') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included brain tumor since 2016. Concomitant products included hydroxyzine embonate (hydroxyzine pamoate) since 2016, sertraline since 2016 and trazodone since 2016. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain ("abdominal pain/ abdominal pain"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), anxiety ("psychological or psychiatric problems condition: anxiety/ psych injury"), urticaria ("rashes or skin conditions type: hives/ rash/skin condition"), acne ("rashes or skin conditions type: acne/ rash/skin condition"), migraine ("migraines / headaches/ migraine"), dysmenorrhoea ("dysmenorrhea (cramping)/ dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/ dyspareunia (painful sexual intercourse)"), back pain ("lower back pain/ back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and was found to have weight increased ("weight gain/loss specify: gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), depression ("psychological or psychiatric problems condition: depression/ psych injury"), pelvic pain ("pelvic pain"), hypersensitivity ("hypersensitivity"), vaginal infection ("vag. Infect"), headache ("headaches") and tooth disorder ("dental probs") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, genital haemorrhage, abdominal pain, vulvovaginal mycotic infection, urinary tract infection, depression, anxiety, urticaria, acne, migraine, dysmenorrhoea, dyspareunia, back pain, weight increased, vaginal haemorrhage, menorrhagia, pelvic pain, hypersensitivity, vaginal infection, headache, hormone level abnormal, tooth disorder and weight decreased outcome was unknown. The reporter considered abdominal pain, acne, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract infection, urticaria, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure. The reporter commented: current weight (B)(6). Plaintiff received treatment for dysmennorhea (as written) (cramping),dyspareunia (painful sexual intercourse), pelvic/abdominal, back, gen. Abnorm. Bleed, hypersensitivity, rash/skin condition, psych injury, vag. Infect.,headaches, migraine, hormonal changes, dental probs., weight gain, weight loss. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Events per pfs: perforation - fallopian tubes, gen. Abnorm. Bleed, pelvic pain, hypersensitivity, vag. Infect, headaches, hormonal changes, dental probs, weight loss and essure confirmation test not done. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.